Event description:
The customer reported that a continuous infusion of 1000ml of d5/0.45%ns was programmed to infuse at 75ml/hr however 1 hour later the rn noticed that 900ml had infused and the device displayed 101ml infused. The patient's capillary blood sugar was tested after this event resulting in 15.6. The IV solution was changed to ns. There was no report of lasting harm.

Manufacturer narrative:
The data set was received. The profile in use was adult general and the fluid programmed (drugid 109) was d5w-nacl 0.45%."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a continuous infusion of 1000ml of d5 0.5% ns was programmed to infuse at 75ml/hr however 1 hour later the rn noticed that 900ml had infused and the device displayed 101ml infused. The patient's capillary blood sugar was tested after this event resulting in 15.6. The IV solution was changed to ns. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pump module was received and physical inspection showed no anomalies. The data set was received and the infusion programmed was confirmed to be d5w-nacl 0.45%, in the adult general profile. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a continuous infusion of 1000ml of d5/0.45%ns was programmed to infuse at 75ml/hr in the pacu, however 1 hour later the rn noticed that 900ml had infused and the device displayed 101ml infused. The patient's capillary blood sugar was tested after this event resulting in 15.6. The IV solution was changed to ns. There was no report of lasting harm. Initially the event was thought to have occurred at 13:30, and later information indicated the event occurred at 15:30. The hospital biomed investigation reviewed the event logs and found no programming errors. Received a copy of the customer's cmdsnet program report from health canada which states, ¿patient overinfusion intended programming: d5 ½ ns at 75 ml/hour incident report: patient connected to alaris pump- d5.5ns at 75 ml/hr. One hour later rn noted that 900 mls had been delivered. Pump read 101 mls delivered. Pump sent to biomed. Patient pump and IV solution changed to ns lmbme investigation: tubing sets were discarded and were not available for investigation. Inspection of pump did not reveal any irregularities and root cause was not able to be determined."

Event description:
Correction: the fluid infusing was d5/0.45%ns.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 1:59 pm on (B)(6) 2018 the pump module was programmed to infuse drugid 109 at a rate of 75ml/hr with a vtbi of 1000ml. Although requested, the customer¿s dataset was not provided and therefore the medication and profile in use could not be identified. At 3:19 pm, the device alarmed for fluid side occlusion and the infusion was restarted. At 3:32 pm, the door was opened and the device alarmed for check IV set. At 3:34 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 101.563ml. The root cause of the overinfusion was not identified. Although requested, the pump module and the disposable set were not returned for investigation.